Manufacturer narrative:
Device analysis. The oad was returned without the original guide wire that had fractured and a portion was left in the patient. The initial visual and tactile examination of the handle assembly, saline sheath, and driveshaft did not reveal any damage. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the driveshaft and crown. Examination of the area surrounding the accumulation did not reveal any damage that would have contributed to the accumulation. There was no damage observed with the oad that would have contributed to the reported event. The outside diameter (od) of the crown was measured using a calibrated dial caliper and met the drawing specification. The placement of the crown and driveshaft dimensions also met the drawing specifications. An in-house 0.012" test wire was loaded through the device and passed through the area of adhered material with minor resistance. When tested, the device spun at low and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. There was no damage observed with the handle assembly that would have contributed to the difficulties experienced during the procedure. As the original guide wire was not returned for analysis it could not be determined if it was damaged or if it contributed to the reported event. At the conclusion of the failure analysis investigation, the root cause of detached guide wire could not be determined. (B)(4).

Manufacturer narrative:
Device analysis. The guide wire was not returned for analysis, but the csi orbital atherectomy device (oad) used during the procedure was returned. Failure analysis is in process and a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the tip of a csi viperwire guide wire was left in the patient. The target lesion was located in the mid-left anterior descending (lad) artery. The physician used a 6fr introducer sheath and an ebu guide catheter to access the lesion. The viperwire guide wire was advanced across the lesion and a csi orbital atherectomy device (oad) was loaded onto it. The physician successfully completed atherectomy, but while removing the oad, the guide wire was pulling back with it. The oad and guide wire were removed as a unit, but angiography revealed that the tip of the wire had fractured off and migrated into a diagonal branch off of the lad artery. The patient status remained stable throughout the procedure, but the tip of the wire was left in the patient. Additional information was requested, but was denied by the facility.